Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customers' blood glucose (bg) meter read high and bg was addressed with a manual injection as well as a site change. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. The supplies were changed to address the event.